Manufacturer narrative:
(B)(4). G2: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the drill bit fractured. All the pieces were recovered during the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on aug 3, 2023 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0001822565-2023-02623.

Event description:
No further event information available at the time of this report.